Event description:
The rptr stated that the device was reading the wrong syringe size. There was not pt injury or treatment associated with this event. Upon evaluation it was discovered that the size potentiometer was not working correctly.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The incorrect syringe size was displayed because the device was out of calibration. During the evaluation, the size potentiometer was replaced because it could not be calibrated. This is being monitored for trends. Many other broken parts were replaced indicating that the device had been dropped.